Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "poor air and water supply" found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the air and water nozzle clogged, foreign object inside the nozzle was observed. This report is being submitted for foreign object found inside the nozzle on device evaluation (handling issue, insufficient cleaning, reprocessing issue).

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the reported issue of "poor air and water supply" was confirmed. Device evaluation, service repair noted the amount of air supplied found to be insufficient due to clogging of the air/water nozzle due to handling (insufficient cleaning). Due to handling (insufficient cleaning), the air and water nozzles noted to be clogged and the draining function found reduced. A foreign object inside the nozzle was observed. Furthermore, the following findings during inspection were noted on the device: the bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob noted to be out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors observed. Wrinkles in the insertion tube due to external factors observed. The curved rubber bond found cracked due to external factors. The tip cover found crushed due to an external factor. Scratches found on switch 3 (sw3) due to external factors. Scratches found on the universal cord due to external factors. The scope connector label found peeling off. Investigation is ongoing. This report will be supplemented accordingly following investigation.